Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd received photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Clsi guidelines dictate the cap color, specifically with heparin to be green.

Event description:
It was reported that during use it is difficult to distinguish between sodium and lithium heparin tubes with a bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes. There was no reported impact to patients. The following information was provided by the initial reporter: (1 of 2 complaints) we utilize both the sodium and the lithium heparin tubes in oncology. We use the sodium heparin for the following tests: flow cytometry only: leukemia/lymphoma phenotyping by multi-color flow cytometry for peripheral blood. Flowcytometry only: leukemia/lymphoma phenotyping by multi-color flow cytometry for bone marrow aspirates. Chromosome analysis - peripheral blood/pubs for constitutional studies. Chromosome analysis - neoplastic (hematological malignancies, leukemia). However, as we also have the lithium tubes on the floor, there have been 2-3 instances in the last two to three weeks where the team has used the incorrect tube, leading to an additional stick or bone marrow aspirate despite messaging to look for the stripes to indicate the sodium heparin and to carefully read the tube label. We feel that ensuring that the tubes look different would help mitigate these errors.